Event description:
It was reported that the user¿s freestyle libre sensor was not scanning with the mobile app, and pairing failed because the responsible device was not identified; the user restarted the phone and successfully rescanned, resolving the issue. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or activities. Investigation included troubleshooting and user education. Investigation of this case revealed successful reconnection after a phone restart without further device interaction. It was concluded that the event was related to connectivity or pairing and was resolved through standard troubleshooting without clinical consequence.